Manufacturer narrative:
Control information prior to and after the event was not provided. Sample information was not provided for this event. Service call was generated. Service discussed pca with customer ((B)(4)).

Event description:
A customer contacted beckman coulter inc. (Bci) and report the instrument did not alert the operator when the antibody reagent (kappa and lamba reagent) vials were empty. The instrument continued without dispensing reagent from the empty vial into the daughter tubes. No erroneous results were reported outside of the lab. The issue was discovered upon review of the results from the fc 500. . No reports of death, injury or affect to patient treatment.